Event description:
The customer reported the system displayed an intermittent communication error message. A reboot was required in order to restore system functionality. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5v power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.